Event description:
It was reported the patient¿s stimulator was being replaced the day of report. When impedances were run, there were impedances greater than 4000 ohms on contacts 4-7. The patient went to the appointment with the stimulator on at 3.3 volts and they could not feel any stimulation. Follow up reported the device was at end of life. The patient had stimulation on the left side only and had never had stimulation on the right side. After replacing the stimulator the patient was programmed and they were able to receive stimulation on the left side. The impedances were still out of range on contacts 4-7. It was noted the patient had some ¿nasty falls¿ in the past.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l88965, implanted: (B)(6) 2001, product type: lead. (B)(4).